Event description:
It was reported that the device was displaying the service wrench icon and had an error code in memory indicative of a device failure that could inhibit the delivery of a defibrillator shock. There were no reports of pt use associated with this event. The device is used for training purposes only.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.